Manufacturer narrative:
Additional information: the thumbswitch could be turned off and did not stop functioning while in use in the patient. The cutter was inside the housing for removal of the device from the patient. Device safely removed from the patient. No deformation was noted in the cutter following removal of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation the hawkone was received attached to the cutter driver. A bend in the distal assembly coil region just distal of the cutter window was noted. The sanguine biological material was washed off the distal assembly. No tearing or hole in the tecothane coating of the distal assembly coil region was noted in the area of the bend. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a physician was attempting to use a hawkone device in conjunction with a non-medtronic sheath (cook ansel) and a non-medtronic (command) guidewire during a procedure. The vessel treated was a plagued lesion in the mid sfa (superficial femoral artery), with little tortuosity and little calcification, the vessel was not pre-dilated but was post dilated and the device was prepped as per IFU. It was reported that the cutter would not close properly. Several passes were made without issue. Upon completion of 3rd pass, they were unable to pack the tissue. The procedure was completed using balloon angioplasty. No patient injury was reported.